Manufacturer narrative:
Investigation summary the customer initially contacted bd regarding elevated potassium, calcium and iron studies. They stated that they had asked the referral lab to re-run one patient¿s potassium with a different tube for comparison and it showed 5.2 mmol/l compared to the 5.9 mmol/l from the incident lot sst tube. It was communicated that one patient was sent to the emergency room for re-testing. Bd made multiple attempts to follow up with the customer to determine what testing was conducted at the ER. The customer stated that the patient was seen at the (B)(6) emergency room and her re-check potassium was normal. However, her ECG showed a rhythm change, and she was admitted to the hospital for treatment. Bd received samples from the customer facility for investigation. Blood samples were collected from two donors. Also, one control lot tube was collected from each donor. Standard venipuncture techniques were employed. Immediately after filling, the samples were mixed by 5 complete inversions and then placed upright in a rack for 30 minutes at room temperature per the IFU. The incident and control lot tubes were centrifuged at 1100 rcf for 10 minutes in a sorvall¿ rc3c plus swing bucket centrifuge. Potassium, calcium and iron assays were performed on both incident and control lot samples on a roche cobas 6000 chemistry analyzer. No difficulties were encountered during blood collection and all the tubes appeared to exhibit proper fill during the venipuncture procedure. The blood in the incident and control lot tubes demonstrated comparable clot formation, with both specimens fully clotted prior to the allotted thirty minute clotting time. After centrifugation, proper and complete gel barrier formation was noted in the incident and control lot tubes. The serum was of acceptable quality and there was no hemolysis, fibrin or red cell hang-up observed. The incident lot tubes demonstrated satisfactory performance in relation to the control lot and no clinical differences regarding potassium, calcium and iron assay results were observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd reviewed the results of its investigation with the customer and the customer indicated they had not experienced any similar issues. They had performed a correlation study with the incident lot on two separate chemistry platforms, and no product issues were noted. They also indicated that they have reviewed blood sample collection/processing procedures with their hospital staff members. Investigation conclusion based on the investigation, a root cause could not be determined. The results of internal testing show acceptable performance. Based on follow up with the customer, handling of the product is a potential root cause for the reported elevated reading. Root cause description based on the investigation, a root cause could not be determined. The results of internal testing show acceptable performance. Based on follow up with the customer, handling of the product is a potential root cause for the reported elevated reading.

Manufacturer narrative:
Results: samples were returned for evaluation and forwarded to bd corporate headquarters for further evaluation. A review of the device history record was completed for this batch. No qns, ncmr, or other issues relating to the reported defect were identified. All inspections were in compliance with requirements. Pms and calibrations records are in compliance with requirements. Conclusion: a conclusion is not yet available as the investigation is still in progress. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that erroneous lab results were received after using 13 x 100 mm 5.0 ml bd vacutainer® plus plastic sst tube gold bd hemogard¿ closure tubes. Comparative testing was performed; the results were within normal range. However, one patient was then sent to the emergency room and was admitted due to a change in her ECG rhythm.